Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the preparation for the ivus procedure, it was found that there was no image and the catheter disconnected intermittently. The procedure was cancelled due to this event.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the preparation for the ivus procedure, it was found that there was no image and the catheter disconnected intermittently. The procedure was cancelled due to this event. It was further reported that only the ivus procedure was canceled due to the ilab issue, and the patient still received the planned treatment.